Event description:
Negatively biased phyt qc results on a vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.